Event description:
It has been reported that the system was not booting up. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc cannot boot. There was an issue with cmos battery. The fse replaced the host pc cmos battery and reboot system. After replacement of the host pc cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.